Event description:
A customer reported a malfunction with the pump, identified by malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. The customer received pump reset instructions from technical support but did not have the necessary charging supplies available at the time. The customer planned to complete the reset when possible and expressed that they would contact technical support again if any issues arose.